Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered several times due to increased sensing integrity counter (sic) and high rate non-sustained episodes. T-wave oversensing (twos) was noted on recorded episodes. It was also reported the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Follow up with the company representative indicated the rv lead was reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.